Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the atrial lead exhibited noise. The device was reprogrammed and the patient was doing well.